Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore its information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that the unit was not working. There was no reported patient involvement.

Manufacturer narrative:
Based on the new information received from the customer. There was no malfunction of the ge device. The root cause is due to 3rd party equipment. No further action is required.